Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (speaker humming) has been confirmed. Upon investigation the monitor was unable to complete incoming functionality testing . The cause for the failure was isolated to multiple shorted and damaged components (u405, l400, u6) on the computer/analog board. The root cause for the shorted and damaged components on the computer/analog board could not be positively identified. No adverse event resulted from the damaged monitor.

Event description:
A us distributor returned a monitor and reported being unable to complete incoming functional testing.